Event description:
It was reported that the user stopped seeing glucose values on the ilet device and, with support, toggled the cgm settings and reentered the pairing code, after which the cgm connection resumed. No adverse clinical symptoms reported. Outcomes included no reported impact on activities of daily living and no medical intervention. User support included guided troubleshooting and education on cgm pairing and settings. Investigation of this case revealed a temporary loss of cgm signal with the responsible device not identified, resolved by reconfiguration and successful sensor pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction leading to temporary communication loss.

Manufacturer narrative:
Initial.